Event description:
A supposed type iii endoleak was found on a follow up cta. The cta and subsequent angiogram shows highlighting of contrast next to the contralateral gate just distal to the bifurcation of the distal body.